Manufacturer narrative:
(B)(4). Reported event was confirmed by review of operative report. Revision op notes state that the patient had left hip revision due to pain and unable to bear weight. Images revealed possible fracture, CT scan results nondisplaced proximal femur fracture surrounding the stem. During the procedure noted clear fluid, sent for culture. Stem was found to be loose and removed. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient¿s hip was revised approximately one month post implantation due to stem loosening resulting from a fracture in the proximal femur from greater trochanter distally to just the inferior tip of the prosthesis. Attempts have been made and additional information on the reported event is unavailable.